Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had absence of vibrate. The customer¿s blood glucose was 366 mg/dl. Troubleshoot was performed. Customer states the insulin pump passed displacement and self-test. However, the insulin pump did not pass high pressure test. Insulin pump will be returning for analysis.